Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps metal conductor wire broke at the end of the clamp. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the broken cable was silver. There was no loss of cautery, no thermal damage and no arcing.